Event description:
The customer reported that after inserting the biosteon screw, the screw in the femoral tunnel with versitomic isi system broke into multiple pieces. The ligament was also fixed by a glok button and the surgeon didn't replace the screw, leaving only the glok device. Surgery was completed successfully without the screw, as the graft was already secure with suspension fixation system.

Manufacturer narrative:
Delay by 4 days in sending report due to administrative oversight. The batch mfg record was reviewed and no contributory factors were identified. Based on the info available, possible suspected root cause (s): driver not fully engaged/ damaged.